Event description:
Technical services received a call on 10/23/12. Caller was contacted by dr. Migeed. Patient showed up at dr. (B)(6) complaining of drainage from site with foul odor. Patient was prescribed antibiotics. Ra lead was implanted (B)(6) 2012. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)